Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No unexpected motor alarms or motor anomalies were noted during testing. Test p-cap locked into the reservoir tube successfully. Pump successfully downloaded to thump. No unexpected motor alarms were noted in the history files or traces on the event date. Pump delivered 18.35u of bolus on 16-dec-2023. The pump was cut open and found evidence of a corroded home switch and moisture damage on the pcba 1 and motor. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, label damage (faded, peeling), cracked case - corner of belt clip rails, scratched case. Possible over delivery was not confirmed during testing or in the history files. Pump passed full drive test. Pump exposed to moisture confirmed on the pcba 1 and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced low blood glucose. Customer reported that the insulin pump was over-delivering the insulin. The customer had a blood glucose of 45 mg/dl at the time of the event. The customer did not have any symptoms of low blood glucose. The customer had treated low blood glucose using food. Troubleshooting was performed for low blood glucose. Customer was sick with flu for a couple of weeks, they just changed the basal settings to give them lesser insulin last night due to the low blood glucose the customer was using an insulin pump within 48 hours of the event. The automode feature was activated at the time of the event. No further patient complications were reported. It was unknown if the customer will discontinue the use of the device or not. The insulin pump will not be returned for analysis.